Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead impedance is high and that there is noise on the electrogram (egm). The physician plans to look at the x-ray, specifically the "header". The lead remains in use. No patient complications have been reported as a result of this event.